Event description:
It was reported that during a robotic hysterectomy procedure, the internal valve in the device flipped and was leaking. The issue was corrected by inserting another instrument and the valve flipped back. The same trocar was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.